Event description:
Medtronic received information that 6 years and 2 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with an unknown valve product. The reason for the replacement was reported as calcification and damaged leaflets, as 2 leaflets had holes in them. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed a remnant of a green multifilament suture remains attached to the sewing ring. All leaflets were in the closed position. All leaflets were tan and showed signs of limited mobility which appeared to be associated with visible calcification. Calcification was observed on all leaflets. Off-white pannus was observed along the outflow margin of attachment of the right cusp. Leaflet deterioration was noted in the belly of the right and left cusps. The outflow and inflow surfaces of the non-coronary cusp appeared deteriorated. The left non-coronary and right non-coronary commissures appeared intact with some host tissue growth and calcification in the left right commissure. Thick, glistening off-white pannus adhered to the inflow and outflow of the sewing ring encroaching onto the rc and nc outflow railing. An unknown amount of pannus may have been removed during explant removal. The sewing ring appeared tattered, with small holes indicating the location of implantation sutures. Remnants of pannus were present along the sewing ring. Radiographic images revealed calcification on all leaflets of the valve. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was replaced with a non - medtronic valve. It was reported that moderate to severe regurgitation was noted prior to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.